Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screwdriver did not fit into the head of the screws during a procedure. There was a ten to fifteen minute delay in the procedure while a new screwdriver and screws were opened. There was no harm to the patient. This report is for an unknown quantity of unknown locking screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown quantity of unknown locking screws/unknown lots. The part and lot numbers for the screws used in the case were provided, but it is unknown which and how many of the screws were the complained device(s): part number 212.816s lot 8887188 expiration mar 1, 2024 (quantity 4), part number 212.818s lot 8855412 expiration feb 1, 2024 (quantity 1), part number 212.818s lot 8891197 expiration mar 1, 2024 (quantity 1). Device was not implanted/explanted. Part number 212.816s lot 8887188: feb 28, 2014; part number 212.818s lot 8855412: nov 12, 2013; part number 212.818s lot 8891197: mar 3, 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. For all three lots: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.